Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitor on the 9800 system was flickering and the system can't be used. No pt injury was reported.